Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient's pocket area turned black and was swollen several months ago. It was treated as infection and antibiotics resolved the symptoms. Recently, however, the patient had a red streak from left shoulder to neck and whole left side of the patient's chest is red. There were no additional adverse patient effects reported. The ra lead remains in service.